Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with a fall and subsequent subarachnoid hemorrhage. Head computed tomography (CT) performed on (B)(6) 2023 noted subarachnoid hemorrhage and was treated with anticoagulation reversal - stopped warfarin and aspirin, administered: platelets, vitamin k, and prothrombin complex concentrate (pcc). The international normalized ratio (inr) on admission was 1.9. Two subsequent CT scans were both stable and the bleed resolved with treatment. Neurology consult approved the resumption of warfarin with inr target of 2-2.5 but stopped aspirin indefinitely. The patient was discharged on (B)(6) 2023 after the bleeding resolved with medical management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.